Manufacturer narrative:
The device was explanted and is undergoing analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, reached a battery voltage measurement of 2.64 after 27 months of implant. After 40 months of implant, the battery voltage measurement was 2.57 v and the charge time measurement was 10.2. A technical services consultant suggested monthly follow ups and to replace the device within one month of reaching elective replacement indicator (eri). To date, no adverse patient effects were reported with this clinical observation.